Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.

Event description:
It was reported that the second implant cannot be deployed. T1 was removed from the patient. A backup device was available to complete the procedure with no major delay or patient injuries.